Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device had an air leak in the swivel. The complaint was confirmed and a root cause identified to be an air leak associated with a mechanical component failure. Pneumatic swivel joints can develop a minor seal leak if impacted or may ¿unseat¿ during certain swivel movements but will generally reseat upon manipulation.

Event description:
It was reported that during the rotator cuff repair, it was noticed that the device was leaking air and not holding. There was a delay in the procedure less than thirty minutes. A back-up device was available. No reported patient injuries and complications were noted.

Manufacturer narrative:
Providing updated information received. Correcting the device common name and procode. Based on review of the new information received, the event is no longer considered reportable.

Event description:
Traction was not lost and the procedure was completed using the same device.